Event description:
It is indicated on the claim sheet the patient underwent a second right knee revision on (B)(6) 2020 for an unknown reason. The only depuy product involved in the second revision operation is the retained patellar component. The operative note, reason(s) for revision, and product(s) revised were not given within the available medical records. Original implant date (B)(6) 2017. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).